Event description:
It was reported that on (B)(6) 2021, the patient received gemcitabine intravenous infusion chemotherapy after a peripherally cannulated central venous catheter was placed, and it was used until (B)(6) 2022. The patient has intermittent and delayed maintenance during the out-of-hospital process, and the blood is drawn out for each admission to the hospital, and it is used normally. Recently, on (B)(6) 2022, no blood was drawn, and the film was removed to check the condition of the catheter. It was found that the catheter broke and slipped from the body on its own, and the position of the catheter was determined in the interventional department and the catheter was taken.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2747 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.